Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.14 on a (B)(6) female patient presented shoulder pain & hypertension, clinical history of antichlorosis. There was no additional patient information at the time of this report. Patient care was based on the positive result. The customer states that return product is not available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 04/03/2017. Retain product was tested and functioning according to specification. Return product was not available for investigation.